Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal. It was reported that the patient&#38112;ins was explanted because she developed an infection.